Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle 4mm was unable to deliver medication. This occurred on 6 occasions. The following information was provided by the initial reporter: patient being treated with the drug genotropin of 36 iu, since (B)(6) 2020 with a daily dose of 1.4 mg, reporter does not confirm diagnosis. The patient's mother states that for a month and a half or two months she received a box of 4mm needles but the presentation of the box is not the same, since she states that the one that was previously delivered the orange color was more lit, but this one that she got is more opaque, she indicates that it is as if it were older, and refers that when the drug is applied the patient almost always reports that it burns and they must blow on it, she indicates that this did not happen with any of the others boxes that have arrived. Additionally, she mentions that on 5 or 6 occasions it has happened to her that they are going to apply the medicine and the medicine does not come out but they realized that it is because the needle is clogged since they change the needle and the liquid comes out, she mentions that it is as if the needle had no perforation.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. See h10.

Event description:
It was reported that unspecified bd¿ pen needle 4mm was unable to deliver medication. This occurred on 6 occasions. The following information was provided by the initial reporter: patient being treated with the drug genotropin of 36 iu, since (B)(6)2020 with a daily dose of 1.4 mg, reporter does not confirm diagnosis. The patient's mother states that for a month and a half or two months she received a box of 4mm needles but the presentation of the box is not the same, since she states that the one that was previously delivered the orange color was more lit, but this one that she got is more opaque, she indicates that it is as if it were older, and refers that when the drug is applied the patient almost always reports that it burns and they must blow on it, she indicates that this did not happen with any of the others boxes that have arrived. Additionally, she mentions that on 5 or 6 occasions it has happened to her that they are going to apply the medicine and the medicine does not come out but they realized that it is because the needle is clogged since they change the needle and the liquid comes out, she mentions that it is as if the needle had no perforation.